Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed an unexplained power on reset event. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap threads were stripped. The battery cap was unable to fit to maintain an electrical connection. The power complaint was duplicated. The test battery cap was used and maintained an electrical connection. The rewind, load, and prime steps were performed successfully. No further power interruptions occurred. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.